Event description:
It was reported that the pt underwent spinal surgery with instrumentation. The center nut on the crosslink broke during final tightening. The part was retrieved immediately. No pt complications were reported.

Manufacturer narrative:
(B)(4): the crosslink was not returned for eval. With the available info, a cause or contributing factor cannot be identified.